Manufacturer narrative:
(B)(4).

Event description:
The customer reported a false negative reaction of an anti-d with cell 1 of biotestcell-i8 art.-(B)(4), lot 2113011. This issue was documented as a complaint at beginning of (B)(6). At that time the complained lot of biotestcell-i8 was already expired. Therefore a testing of the complained sample and the retention sample was not possible. The customer used the complained product biotestcell-i8 for an identification of antibodies in the gel method. But according to the instruction for use the intended use of the product are the tube test and the solidphase test solidscreen ii. In the instruction for use of biotestcell-i8 it is pointed out that "each deviation from these instructions is the sole responsibility of the user". And further "the use in other automated systems is to be validated by the user". Nonetheless such cases will in future be outrightly handled as incidents. The employees in charge were instructed accordingly.